Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain /pelvic pain/ pain') in a 35-year-old female patient who had essure (batch no. C51084) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uti and ovarian cyst ruptured. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included abdominal pain, cough, dyspnea, hoarseness, joint pain, rash, vomiting, fever, otalgia, abdominal pain lower, abnormal uterine bleeding, dysmenorrhea, obesity and hypothyroidism. Concomitant products included levothyroxine. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue.") And was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding/ menstruation issues"). The patient was treated with paracetamol (acetaminophen) and surgery (complete removal of essure device right and left side). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, migraine, headache, dyspareunia, weight increased and fatigue outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fatigue, headache, heavy menstrual bleeding, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 174 lbs. Plaintiff received treatment for pain and bleeding number of coils: left: 3 right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: depression batch no c51084 production date (B)(6) 2014. Expiration date 2017-04-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain /pelvic pain/ pain') in a (B)(6) patient who had essure (batch no. C51084) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uti and ovarian cyst ruptured. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included abdominal pain, cough, dyspnea, hoarseness, joint pain, rash, vomiting, fever, otalgia, abdominal pain lower, abnormal uterine bleeding, dysmenorrhea, obesity and hypothyroidism. Concomitant products included levothyroxine. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue.") And was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding/ menstruation issues"). The patient was treated with paracetamol (acetaminophen) and surgery (complete removal of essure device right and left side). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, migraine, headache, dyspareunia, weight increased and fatigue outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fatigue, headache, heavy menstrual bleeding, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 174 lbs. Plaintiff received treatment for pain and bleeding. Number of coils: left: 3 right: 3 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - on (b(6) 2016: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records:depression quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporter added case became medically confirmed. Essure removal date and surgery were added. Rcc was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.